Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 496835 implantable pacing lead, implanted: (B)(6) 2010; product ID: 8042b cardiac resynchronization therapy pacemaker, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the impedance on the rv (right ventricular) pacing lead was undefined (greater than 10,000 ohms) in (B)(6) 2013.

Event description:
It was reported that while programmed bipolar, the right ventricular (rv) lead exhibited oversensing, no capture, and impedance levels of greater than 10,000 ohms. The rv lead was within normal limits while programmed unipolar. It is suspected that the pin of the lead is not fully inserted into the header of the device or there may be an outer coil fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.